Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional review of all currently available information, an ophthalmic phacoemulsification handpiece stopped working without any information on what stopped working does meet criteria for a reportable malfunction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic phacoemulsification handpiece stopped working during a cataract removal surgery. The surgery was completed by using a back up product. There was no harm to the patient.